Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.6. Date: (B)(6) 2011, inratio: 4.2, lab: 3.3. Pt's therapeutic range: 1-3 inr. Pt has been testing on the meter for 2 years and this is her first correlation with the lab. She has noticed bleeding of the nose and gums in addition to blood blisters in her mouth. Pt used strips that expired on 12/31/2010.